Manufacturer narrative:
The t:slim x2 pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, inaccurate fill estimates. Reportedly, the cartridge was filled with 120 units of insulin. Additionally, the customer reported that the air was not removed from the cartridge prior to filling. The customer changed all of the supplies on the pump and resumed insulin delivery. The customer's blood glucose (bg) level was 60 mg/dl due to the customer being late in consuming their routine meal. To treat the low bg level, the customer consumed a candy bar. Review of the pump data logs show that the cartridge was filled with 140 units of insulin, and the customer received an accurate fill estimate of over 60 units of insulin. During a follow-up call, it was confirmed that the customer's bg level was 189 mg/dl.